Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had droplets in it. The following information was provided by the initial reporter, translated from (B)(6): "the presence of droplets (probably remaining lubricant) inside the syringes, detected by the preparers during the preparation of cancer chemotherapies."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition have been provided for evaluation. A device history review was performed for reported lot 2110059, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2110059 were used for additional evaluation. The products were visually inspected, no foreign matter or other liquid was observed inside any of the syringes.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had droplets in it. The following information was provided by the initial reporter, translated from french: "the presence of droplets (probably remaining lubricant) inside the syringes, detected by the preparers during the preparation of cancer chemotherapies."